Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer slide rail was bad. A field service engineer replaced the drawer to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station 4north drawer was somewhat functional but failed often. When the drawer did open, if it was opened all the way, it came off the track on the left side and hung by the right side. The black piece that locked the slider when the drawer reached the end was missing. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.